Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was occluded. The device was cleaned, but was unable to unblock the device. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.